Manufacturer narrative:
Due diligence for this event was executed. Supplemental report(s) will be filed as any information becomes available. The device has been returned and a device evaluation completed for it. Manufacturing date is not available. The user¿s complaint was confirmed. Upon inspection and testing, the device yielded no image. This is attributed to the bent pin found inside the video connector. This was caused by the user handling. The video connector needed to be replaced. The device has an up to date switch.

Event description:
As reported for this event, during preparation for use for an unknown procedure, the device yielded no video. There appeared to be a bent pin. There is no patient involvement and no harm reported to any patient.

Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. The device history record review confirmed that device conformed to specifications and that there were no abnormalities in manufacturing, special adoption, and variations. The device was serviced in june 2020 for the same issue. The instructions for use includes the following statements that can prevent the issue from happening: do not apply forceful force to the connectors. The connectors may be broken.